Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 13-dec-2019 and inspection of the unit was performed on 16-dec-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal side, distal cap/ case cracked, failed wet leak test, failed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, deflector op wire collar, fwd body trim cover attaching nut, deflector body. The duodenoscope was delivered to the customer on (B)(6) 2019 under delivery order (B)(4) after having been repaired and approved by final qc on 31-dec-2019.